Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Visual inspection found a kink on can about 15 mm from of cage and can bonding site. No other issues were found on the rest of the pump. Low or blocked pump flow: the cause of low or blocked pump flow was most likely kinked cannula as per clinical information and observed on the returned product. Product damage (cannula kink): the cause of the product damage (cannula kink) was most likely due to patient condition since patient had tavr. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient decompensated requiring cardiopulmonary resuscitation while in the cardiac catheterization laboratory for a percutaneous coronary intervention. The medical team decided to implant the impella cp, and after the impella cp was placed, support was initiated however the pump¿s flows were lower than expected at one liter per minute. Fluoroscopy was performed to reveal a kink in the impella cannula. Multiple attempts were made to reposition the impella, but all were unsuccessful. Return of spontaneous circulation was achieved, and the physician decided to replace the impella with a new device. The second impella cp was placed successfully. It was noted that the patient had severe peripheral artery disease and there was no flow to the right lower extremity distal to the impella. Additionally, there were suction alarms, and the p-level was reduced to p4. Due to ischemia complications, the decision was made to bring the patient to the operating room for an escalation to an impella 5.5. The patient was successfully escalated to the impella 5.5, and the second impella cp was explanted. It was reported that during impella 5.5 support, the patient was given blood products for hematoma at the impella access site. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella cp with serial number (B)(6). Pump 3: impella 5.5, with serial number (B)(6). This report specifically addresses pump 1: impella cp, with serial number (B)(6), which is the subject of this report. Separate reports will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.